Manufacturer narrative:
Analysis description: final analysis found a code corruption on the device which prevented the device from communicating with the merlin programmer. After product code download, normal function resumed. The cause of the code corruption could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator was unable to be interrogated. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.